Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer stated that the insulin stops in the same spot every time and that they would have to manually push the insulin out. The customer removed the set and was bleeding at the site. The customer feels there is something wrong inside the cylinder that causes the pump to stop at the same point every time. The customer's cannula was not bent. The customer reported a past event where they were found unconscious due to low blood glucose. The customer did not give any more information about the low blood glucose. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Additional information has been provided which was included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
The pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Findings: pending dva.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).